Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 6x (cat6x) confirmed it was fractured and revealed stretching at the fractured location. The distal fractured segment was not returned for evaluation. If the cat6x is retracted against resistance, damage such as stretching and a subsequent fracture may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed kinks and yield marks on the catheter shaft. This damage is likely incidental to the reported complaint, and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter cat6x (cat6x), an indigo system lightning bolt aspiration tubing (lightning bolt), and a non-penumbra sheath. During the procedure, the physician completed several passes using the cat6x and the lightning bolt. While retracting the cat6x back into the sheath after engaging with the clot, the physician experienced resistance and the cat6x became stuck. The sheath and the cat6x were removed together. After removal of the cat6x and the sheath, the physician noticed that the cat6x was fractured at the distal end. It was reported that no portion of the cat6x was left in the patient. The procedure was completed using an indigo system aspiration catheter 7 (cat7), another lightning bolt, and the same sheath. There was no report of an adverse effect to the patient.